Event description:
Technician alleged that the bed had a high ground resistance. No patient impact.

Manufacturer narrative:
The technician found a loose ground screw on the power cord plug. The technician tightened the loose ground screw on the power cord plug to resolve the issue.